Event description:
It was reported the patient underwent a trial from (B)(6) 2012. The patient's lead was removed without incident. On the date of this report the patient complained of "foot drop." The patient wondered if the "foot drop" could have been caused by his trial. The course of treatment and patient outcome were unknown.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).